Event description:
It was reported that a faradrive steerable sheath clear was selected for use during an ablation procedure to treath atrial fibrillation (a fib). During the insertion of the farawave, air entrainment persisted despite several aspirations. The catheter was replaced first to no avail. Air entrainment persisted, so the sheath was exchanged which resolved the issues. The troubleshooting steps included re-aspiration and seating of the valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed. The pressure bag was used for the irrigation of the sheath. Bubbles were observed in the side port, and in the 20cc syringe. The guidewire was just outside tip of the catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.